Event description:
It was reported that the nurse stated that the arctic sun device was not cooling the patient. Patient has been on therapy for 1 hour 45 minutes and patient temperature (pt) and water temperature (wt) were increasing rather than decreasing. Patient temperature (pt) was 37.9c, targeted temperature (tt) was 37c, water flow rate (wfr) was 28.2c. Nurse denied any alerts or alarms as of yet. System diagnostics showed that the outlet monitor temperature (t1) was 28.3c, outlet control temperature (t2) was 28.2c, inlet temperature (t3) was 28.1c, chiller temperature (t4) was 28.2c, water flow rate (wfr) was 3.3 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 85 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 186.4 and pump hours were 131.1. Advised chiller should be colder than registering currently. Confirmed they have another device available. Suggested to send this one to biomed labeled not cooling and have them run calibration to double check.

Manufacturer narrative:
The device was not returned. The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. Patient has been on therapy for 1 hour 45 minutes and patient temperature (pt) and water temperature (wt) were increasing rather than decreasing. Patient temperature (pt) was 37.9c, targeted temperature (tt) was 37c, water flow rate (wfr) was 28.2c. Nurse denied any alerts or alarms as of yet. System diagnostics showed that the outlet monitor temperature (t1) was 28.3c, outlet control temperature (t2) was 28.2c, inlet temperature (t3) was 28.1c, chiller temperature (t4) was 28.2c, water flow rate (wfr) was 3.3 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 85 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 186.4 and pump hours were 131.1. Advised chiller should be colder than registering currently. Confirmed they have another device available. Suggested to send this one to biomed labeled not cooling and have them run calibration to double check. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device was not cooling the patient. Patient has been on therapy for 1 hour 45 minutes and patient temperature (pt) and water temperature (wt) were increasing rather than decreasing. Patient temperature (pt) was 37.9c, targeted temperature (tt) was 37c, water flow rate (wfr) was 28.2c. Nurse denied any alerts or alarms as of yet. System diagnostics showed that the outlet monitor temperature (t1) was 28.3c, outlet control temperature (t2) was 28.2c, inlet temperature (t3) was 28.1c, chiller temperature (t4) was 28.2c, water flow rate (wfr) was 3.3 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 85 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 186.4 and pump hours were 131.1. Advised chiller should be colder than registering currently. Confirmed they have another device available. Suggested to send this one to biomed labeled not cooling and have them run calibration to double check.